Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller was blank and unresponsive. Patient service specialist had the patient remove the battery pack from the controller and plug the controller into the ac power supply, but the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt mentioned they had the controller plugged in last thursday or friday during a storm and thought they saw the controller power on; suspected may have been damaged during storm. Pt mentioned they were without stimulation. Pt mentioned they're "half blind."